Event description:
It was reported that during a pericardiotomy procedure, the valvuloplasty balloon ruptured and the balloon became separated from the shaft. All pieces were successfully retrieved. The patient status is listed as "okay".